Event description:
It was reported that during use in a spinal surgery, the electrode sparked and briefly ignited in the surgical site resulting in too much tissue being ablated. This event was immediately stopped by shutting down the generator. There was no reported injury or surgical delay with this event.

Manufacturer narrative:
The product was rec'd for eval. The product investigation is still in process. A follow up will be filed upon completion of the investigation. The info for use (IFU) informs the user of: intended use: these electrodes are used in arthroscopic procedures to cut and coagulate soft tissue. Contraindications: not for use in non-arthroscopic surgical procedures.